Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. The suture clips were not holding intraoperatively. They were clamped correct, and still came loose from the clamp device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? There were more costs due to the use of high quality products. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Defective suture was removed and fixed with other product. The following information was requested, but unavailable: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Unknown. - what is the current status of the patient? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-03974, mw # 2210968-2022-03975, mw # 2210968-2022-03976, mw # 2210968-2022-03978, mw # 2210968-2022-03979, mw # 2210968-2022-03981, mw # 2210968-2022-03982.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/16/2022 .additional information: h6 h6 component code: g07002 no device return additional information was requested, the following was obtained: 1. Was the defective suture removed during the procedure or in a secondary procedure? Same 2. What is the lot number? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.